Event description:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy ("ectopic pregnancy") in an adult female patient (gravida 10, para 3) who had essure inserted for female sterilisation. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included multigravida and parity 3 (((B)(6)2003, (B)(6) 2006, (B)(6) 2008)). In 2008, the patient had essure inserted. In 2014, the patient experienced ectopic pregnancy (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. Essure was removed on (B)(6) 2017. At the time of the report, the ectopic pregnancy outcome was unknown. The reporter considered ectopic pregnancy to be related to essure. The reporter commented: cross referenced with case number: (B)(4). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy ("ectopic pregnancy") in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 (((B)(6) 2003, (B)(6) 2006, (B)(6) 2008)) and pregnancy with contraceptive device on (B)(6) 2016. In 2008, the patient had essure inserted. In 2014, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required). Essure was removed on (B)(6) 2017. At the time of the report, the ectopic pregnancy outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered ectopic pregnancy to be related to essure. The reporter commented: previous pregnancy with essure: (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.